Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative, the right ventricular (rv) lead had high thresholds and intermittent capture. An x-ray confirmed a dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.